Manufacturer narrative:
A getinge field service engineer (fse) observed damaged crm fill port luer fitting. The fse removed the damaged luer and replaced it with a new one. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had balloon filling alarm on unit. There was not patient harm reported.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).